Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot, or sterile lot, referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl ha cluster 52mm; cat# 542-11-52e; lot# tv2h6d; delta v-40 ceramic head 32/0; cat# 6570-0-132; lot# 63016601; size 5 accolade ii 127 deg; cat# 6721-0535; lot# 61823801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
Patient underwent primary right total hip replacement (B)(6) 2018. Patient returned for infected right total hip replacement revision. Reimplantation of implants occurred (B)(6) 2018.